Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer has to press act or esc button for multiple time to respond or customer has to press harder. Customer¿s blood glucose was unknown. Customer stated that battery indicator was not accurately functioning, backlight works intermittently, insulin pump took long time to rewind, had random no delivery alarms, has to rewind more than once per reservoir change and sometimes insulin pump will reset date and time after battery change. Insulin pump will not be returned for analysis.